Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead, the lead was repositioned due to poor sensing. While repositioning the lead, the helix would not extend after multiple turns. The helix was checked for tissue, which was found and removed. Another attempt was made to implant the lead but the helix still would not extend. Another lead was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop. This indicated that the helix was being over-retracted during procedure. If information is provided in the future, a supplemental report will be issued.